Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached over 200 mg/dl, while wearing the pod between 1 and 4 hours on the abdomen. The cannula fully retracted back into the pod, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism deployed, however the soft cannula was not visible in the bottom housing window. Opening the pod revealed the slide insert to be securely held in place by the catch beam with the soft cannula nailhead securely held in place within the slide insert. It could not be determined when the slide insert was settled into this position. Inspection of the fluid path found the soft cannula to be out of specification, measuring approximately 0.5975 in. In length. Inspection of the soft cannula found evidence of damage, indicating that the soft cannula had been torn out. It could not be determined when this damage occurred. Due to the damage to the soft cannula, the fluid path could not be accurately tested for leaks. The cause of the reported retracted cannula and leaking during wear could not be determined.